Event description:
Customer reported a port issue with her freestyle freedom lite blood glucose meter. She further reported that on (B)(6) 2010, while she was driving, she experienced nausea and a loss of consciousness which resulted in an automobile accident. Paramedics were called and transported customer to a local healthcare facility. Customer did not receive a diagnosis, but noted she had x-rays taken and received morphine via an intravenous infusion. Customer additionally reported self-treating with elavil. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: while troubleshooting with customer service it was revealed the customer was attempting to test using incompatible test strips (classic test strips).